Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ldg. Event description: seal component fragmentation. Report from the sales rep: the valve damage and the detachment of the shield occurred during the procedure. The fragments were recovered from the body cavity. The case was completed. The facility would like to know whether all parts were retrieved or not. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented. The returned fragment is similar to the missing section on the septum in shape. The shield was found to be detached. No visual damage was found in the ddb. The unit will be returned to amr for further evaluation. Information received via distributor checklist: operation time was 3-5 hours. The main usage of the trocar was as a camera port. Placement of the trocar in the patient is indicated. Devices that were inserted/removed into/from the trocar include 10 mm rigid telescope. The hospital staff found the damage during the case and the surgeon removed all damaged parts. Intraperitoneal irrigation was performed in the case. This was the first time that this issue happened at the same department/specialty. Type of intervention: the fragments were recovered from the body cavity. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment and a clear component. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: ldg. Event description: seal component fragmentation. Report from the sales rep: the valve damage and the detachment of the shield occurred during the procedure. The fragments were recovered from the body cavity. The case was completed. The facility would like to know whether all parts were retrieved or not. Initial investigation report: the event unit was returned to us and visually inspected. The septum was fragmented. The returned fragment is similar to the missing section on the septum in shape. The shield was found to be detached. No visual damage was found in the ddb. The unit will be returned to amr for further evaluation. Information received via distributor checklist: operation time was 3-5 hours. The main usage of the trocar was as a camera port. Placement of the trocar in the patient is indicated. Devices that were inserted/removed into/from the trocar include 10 mm rigid telescope. The hospital staff found the damage during the case and the surgeon removed all damaged parts. Intraperitoneal irrigation was performed in the case. This was the first time that this issue happened at the same department/specialty. Type of intervention: the fragments were recovered from the body cavity. Patient status: no patient injury.